Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on an unknown date. Review of the transmission revealed oversensing on the right atrial lead; this was also confirmed in the clinic on a later date. The patient was asymptomatic to the event. The patient was monitored for a while. The lead was capped and replaced on (B)(6) 2017 during device upgrade procedure. The patient was stable post procedure and was sent home the next day.